Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the t2 of the fast fix 360 device could not be deployed. The procedure was successfully completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation showed that the device was returned in the original box with the batch of the complaint on the label. T1/t2/suture is missing. The actuator is at the tip of the needle. The needle is bent. There is bio debris on the needle. A functional evaluation showed deployment device moves freely without moving the actuator. The actuator is stuck at the tip of the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.